Manufacturer narrative:
It was reported the ultrasound bronchofibervideoscope had an e315 incompatible scope error. It is unspecified when the issue occurred. There were no reports of patient harm.

Event description:
It was reported the ultrasound bronchofibervideoscope had an e315 incompatible scope error. It is unspecified when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the malfunction was the result of an electrical issue caused by a leak in the device and fluid ingress which caused corrosion in the scope connector. However, the definitive root cause of the reported issue could not be determined. The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the instructions for use: ¿ do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. ¿ do not apply shock to the distal end of the insertion section, in particular the objective lens surface at the distal end. Visual irregularities may result. ¿ if the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. Olympus will continue to monitor field performance for this device.